Manufacturer narrative:
Steris was notified of this incident in 2009 via a medwatch report received from FDA which did not identify the user facility or provide sufficient information to immediately match this event to a specific customer. The following month, the customer was identified and an investigation initiated. A steris service technician and an engineer from the hospital's service vendor inspected the system 1 processor and could not duplicate the fault that caused the processing cycle to abort (temperature under 50 degrees c).a steris clinical specialist and steris account manager visited the hospital and presented an all-day refresher in-service at the facility on the proper use of system 1. Following this event and re-training, the facility strengthened its procedures to ensure that only devices that successfully passed the processing cycle are released for patient use.

Event description:
The user facility processed an arthroscope in a system 1 processor. The processor printout read "sterilization not complete"; however, the operator who removed the arthroscope from the processor failed to review the printout prior to using the instrument according to steris and hospital requirements or to sign it, per the hospital procedure. The department manager realized the next day that this prior day's cycle had not passed. This information was relayed to the doctor, who contacted the patient and placed the patient on additional antibiotics. The facility reported that the patient experienced no adverse effects.